Event description:
It was reported that the device shut down during an infusion on a pt in the operating room. There was no report of pt harm or medical intervention. Although requested, no additional pt event information was provided. The customer also reported they examined the iui connectors and noted green corrosion. They evaluated their cleaning process and identified the cleaner as bleach based, brand name unknown.

Manufacturer narrative:
(B)(4). The customer was instructed to use only 70% isopropyl alcohol on the iui connectors as indicated in the directions for use. Tip sheets and a list of approved cleaning agents were sent to the customer. The customer reported the devices were sequestered and is uncertain at this time if they are available for evaluation. At this time, no devices have been received. A follow up report will be submitted with evaluation results should the device be received for evaluation.